Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified forearm shunt. A 5.0 x 100, 75cm mustang balloon catheter was selected to dilate the lesion. The balloon was first inflated at 24 atms. During the second inflation, the balloon ruptured at 24 atms. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the balloon material identified a longitudinal tear in the balloon. The tear stretched from 3mm distal to the distal markerband and it extended proximally for 56mm in total length. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified forearm shunt. A 5.0 x 100, 75cm mustang¿ balloon catheter was selected to dilate the lesion. The balloon was first inflated at 24 atms. During the second inflation, the balloon ruptured at 24 atms. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).